Event description:
Customer reported via phone call that she is unable to exit the preparing to prime loop. Customer stated that insulin continues to drip after letting go of the act button during prime. Customer stated that the tubing connector around the needle may be wet. Customer believes she saw a gap between the piston and reservoir. The alarm history was checked and only found a low reservoir and no delivery alarm. The customer did not try to deliver a bolus while in the rewind/fill tubing process. The customer was advised to press act on the rewind complete screen; customer stated that insulin squirted out after she saw drops. Blood glucose value was 119 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was received with minor scratches on lcd window.